Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was close to elective replacement indicator (eri) and was suspected to be prematurely depleting. Boston scientific technical services (ts) recommended replacing device but there is no known intervention as of this time. The device remains in service. No adverse patient effects were reported.